Event description:
It was reported that the patient had a urinary tract infection that started about a week prior to report and they wanted to be checked by a doctor for their interstitial cystitis. No interventions or outcomes were reported related to this event, so further follow up is being conducted to obtain this information. If additional information becomes available a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-2,8 lot# va08ezp implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).